Event description:
Dear (B)(6), thank you for contacting abbott diabetes care, india. As per our discussion , we would like to inform you that we will be replacing your freestyle libre sensor with serial no: (B)(6) under case reference number (B)(4). A representative from replacement team will contact you to provide instructions on the product return process. We request you to pack the sensor and keep it ready for the pickup. When we have received your returned product, we will arrange for the freestyle libre sensor replacement to be delivered to you in 7 working days glucose levels can be measured from the blood using finger pricks, or from the interstitial fluid (isf), which surrounds cells in the body. There is a time lag in isf glucose values compared to changes in blood glucose. It is important to note that isf glucose and blood glucose measurements taken simultaneously may not always match and are likely to be different at times particularly during rapidly changing blood sugar levels. When glucose levels are falling rapidly, glucose readings from the sensor may be higher than blood glucose readings in a smbg (glucometers). Conversely when glucose levels are rising rapidly, glucose readings from the sensor may be lower than blood glucose levels. Blood glucose self monitor uses blood as sample while freestyle libre uses isf as the sample. Concentration of sugar in the blood concentration of sugar in the isf. Accuracy may vary more in certain situations (for example on the first day of wear or after meals or exercise when glucose levels are rapidly changing). A finger prick test using a blood glucose meter is required during times of rapidly changing glucose levels when interstitial fluid glucose levels may lag behind blood glucose levels or if hypoglycemia or impending hypoglycemia is reported by the system or when symptoms do not match the system readings. Blood glucose readings and interstitial fluid (isf) glucose readings taken simultaneously won¿t always match, and that is to be expected. There is a 5- to 10- minute physiological delay in isf glucose response to changes in blood glucose. This difference is similar to a train ride in which a ¿blood glucose car¿ is toward the front of a long train and an ¿isf¿ car is toward the rear. Both cars will pass the same points along the way, but the ¿blood glucose car¿ does so minutes ahead of the ¿isf car.¿ glucose readings based on isf have been proven to reliably reflect glucose levels. For specific questions on making treatment decisions based on readings, please contact your health care professional. I have received faulty cgm monitor. I have scanned sensor at 10:20 am then at 5.23 pm but some of the readings are missing from the graph. Please check attached snapshots. And I have verify sensor reading and blood test reading coupon of different device I can see wrong reading given by cgm sensor. Can you please provide new sensor or replace faulty device, I totally frustrated and investment of amount getting wrong data which can lead to wrong assumption, which is not correct in case of medical, it's showing, I am having low sugar level, but I have tested with other device it was normal.